Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were unresponsive, dimmer back light, slower rewind, no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay and keypad overlay texture damage. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. No rewind anomaly noted. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Back light brightness was adjusted and each setting functioned properly. No back light anomaly noted. (B)(4).